Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, ensuring the customer could continue using the device. The customer was advised to reach out if the malfunction recurred and acknowledged the instructions.